Event description:
New information received notes that there was no allegation of device malfunction. The cause of noise was not determined. Physician will monitor the leads. Patient was stable,

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on atrial and ventricular leads was observed. Patient was stable. No intervention was performed.

Event description:
New information received notes that the device sensitivity was reprogrammed. Patient was stable and will be monitored.